Manufacturer narrative:
Evaluation: device history could not be reviewed as the sn was not known. Results: no product returned. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: medtronic has requested additional info regarding this event, however, no further info has been received. Without the return of the valve, no definitive conclusions can be drawn regarding the performance of the valve.

Event description:
Medtronic received info that this bioprosthesis valve, implanted 3 days, was explanted due to high gradients. According to two (2) transthoracic echocardiograms and one (1) transesophageal echocardiogram, a gradient of 70 mmhg was identified. The valve was inspected during re-operation in situ before it was removed and nothing out of the ordinary was noted.